Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the gastrointestinal videoscope, vertical line in image and burned plastic cover were found. The most likely cause or probable cause of the reportable malfunction was a component failure. There was no patient involvement.